Event description:
Clinician called stating lead noise led to inappropriate charges but not shocks. All testing on the lead showed normal values and the noise was not recreatable with postural testing. The doctor was going to be consulted for evaluation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.